Event description:
During functional testing, the device would not power up. There was not pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the system board was replaced to resolve the malfunction. Analysis of reports of this type had not identified an increase in trend.